Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough info was provided from the account for further investigation. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that two months following intraocular lens (iol) implant surgeries, he has observed glistenings on the lenses of five or six patients. The surgeon indicated that this is different from subsurface nano glistenings. Add'l info has been requested.